Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device needle not coming out of the sheath. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Needle was not extending from sheath due to missing stylet knob and wire. The device evaluation also found a boot separating from connector slider and small kink in sheath by boot separation. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the diagnostic procedure performed was linear endobronchial ultrasound (ebus) . The transbronchial needle aspiration was completed using another aspiration needed. There was no medical intervention needed due to the failed device.